Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-14425, 1627487-2022-02869. It was reported that during the patient's unrelated ipg replacement procedure on (B)(6) 2022, it was noted that there was one screw that had started to break off. High impedances on one lead were also observed. It was noted that the patient a fall a few weeks prior. As a result, both the ipg and lead were explanted and replaced. It is unknown which lead was explanted for the high impedances so both are being reported.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression, the location of the fractured wires corresponded to the proximal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.